Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device sound abatement foam. Patient alleged to develop headaches, chest pain, breathing issues. Patient was taking medications. This event is assessed as not related to the device in this case. Based on the available information, the manufacturer concludes no further action is necessary. There was no medical intervention reported by the patient. The device was returned to the manufacturer's product investigation laboratory for further investigation. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Secondary findings such as care orchestrator data was unavailable. Dust/dirt contaminant found in the outside of the front and rear panels. Dust/ dirt contaminant found around the air inlet. Fine black contaminant found on the inside of the upper enclosure, bottom enclosure, front panel, and rear panel. Dust/dirt found on the blower box. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The investigator confirmed there was no evidence of sound abatement foam degradation in the device, but can confirm the presence of a dust/dirt like contaminant on the front panel, rear panel, and blower box and can confirm the presence of a fine black contaminant on the upper enclosure, lower enclosure, front panel, and rear panel. Section h6 health effect - clinical code which was missed in previous report was captured. Section d8, d9, h2, h3 and h6 were updated.

Event description:
The manufacturer received information alleging an issue related to the device's sound abatement foam. There was no patient harm or injury. The manufacturer's investigation in on-going. A follow-up report will be submitted when the manufacturer's investigation is complete.